Event description:
Due to the normal battery depletion, re-intervention of pacemaker replacement from reply dr to eno dr was conducted on (B)(6) 2022. The doctor tried to remove the ventricular lead with a torque wrench. However, he complained that the torque wrench did not fit into the set screw, did slip, did not turn, and did not make a click sound. Considering the defect of the torque wrench, when the same operation was performed with the atrial lead, the set screw was loosened by turning it counterclockwise with a feeling of being firmly fitted, and the atrial lead could be removed without any problem. The doctor tried again on the ventricular side, but the phenomenon did not change. Just in case, he pulled the connector part of the ventricular lead a little, and it was able to be removed unexpectedly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Due to the normal battery depletion, re-intervention of pacemaker replacement from reply dr to eno dr was conducted on 2022/02/09. The doctor tried to remove the ventricular lead with a torque wrench. However, he complained that the torque wrench did not fit into the setscrew, did slip, did not turn, and did not make a click sound. Considering the defect of the torque wrench, when the same operation was performed with the atrial lead, the setscrew was loosened by turning it counterclockwise with a feeling of being firmly fitted, and the atrial lead could be removed without any problem. The doctor tried again on the ventricular side, but the phenomenon did not change. Just in case, he pulled the connector part of the ventricular lead a little, and it was able to be removed unexpectedly.